Event description:
The complaint received states that while withdrawing a transit 2 (601-251/lot unknown) the catheter separated in the patient. The procedure was intra-arterial vasodilator infusion therapy for middle cerebral artery. No information regarding the vessel was provided. No patient information (age, gender, dob and weight) was provided. During the procedure, while withdrawing a transit 2 (601-251/lot unknown, complaint product) from middle cerebral artery, it was noted that about 30cm from the proximal end of the transit 2 was damaged and separated in two pieces. The report did not indicate when and where exactly it occurred. According to the physician, he did not experience any resistance during that time. Therefore both the transit 2 and an unspecified guiding catheter (brand name and type unknown) were safely removed as a unit from the patient. There is no report of retained fragments in the patient. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. There was no patient injury/complications reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15835829 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The complaint received states that while withdrawing a transit 2(601-251/lot unknown) the catheter separated in the patient. The procedure was intra-arterial vasodilator infusion therapy for middle cerebral artery. No information regarding the vessel was provided. No patient information (age, gender, dob and weight) was provided. During the procedure, while withdrawing a transit 2(601-251/lot unknown, complaint product) from middle cerebral artery, it was noted that about 30cm from the proximal end of the transit 2 was damaged and separated in two pieces. The report did not indicate when and where exactly it occurred. According to the physician, he did not experience any resistance during that time. Therefore both the transit 2 and an unspecified guiding catheter (brand name and type unknown) were safely removed as a unit from the patient. There is no report of retained fragments in the patient. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. There was no patient injury/complications reported. A non-sterile cath rapid transit 150cm w/ext was received with coiled inside of a plastic bag. The microcatheter was found separated in two pieces. Compressed sections were found. No damages were noted on the hub. Dried blood was found on the area of hub. The microcatheter was inspected under microscope and appears it was cut before it was separated. A scanning electron microscope technical report was performed. Sem results showed that the received catheter experienced a cutting event prior to the separation. In addition, the exposed braid wires presented evidence of ductile dimples on the separation surfaces; that condition suggest stretching and there is a considerable reduction on the diameter of the wire, which along with the ductile dimples suggests the wire underwent a pulling event. No evidence of tool marks around the mentioned damages was observed. The ID and od from the microcatheter were measured and were found within specification according to document es00575 rev 29. The functional test could not be performer due to condition of the piece received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿catheter (body/shaft) - separated-in patient¿ was confirmed; it was not defined the moment of the separation; however sem results showed that the received catheter experienced a cutting event with a tool prior to the separation. The failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place (000mi033 rev. 53) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time.